Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 04-sep-2021, UDI#: (B)(4). Product analysis: the guidewire was discarded and the valve remains implanted therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29mm transcatheter bioprosthetic valve, using a 6 fr dilator with this guidewire, the blood pressures were low and did not improve. A contrast injection in the left ventricle showed extravasation from a perforation at the apex of the heart. A pericardiocentesis was performed and the patient was transferred to the operating suite to repair the perforation. Attempts to suture the perforation caused micro tears due to the patient¿s friable tissue. Following the attempt to surgically repair the ventricle, the patient died. Per the physician, the perforation likely occurred during valve deployment with forward pressure on the confida guidewire in a very fragile, extremely small ventricle with friable tissue due to the patient's medical history. It was unknown whether an autopsy was performed.